Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported unintended movement of clip open during establishing final arm angle. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation for a mitraclip procedure. During preparation of the mitraclip device, the clip opened continuously to 60 degrees during establish final arm angle (effa). This occurred while moving the arm positioner from a neutral knob position. The clip was initially closed at 20 degrees before opening. Troubleshooting was performed unsuccessfully. The mitraclip device was set aside and another mitraclip was selected for the procedure. The procedure continued successfully, and the final mr was grade <1. There were no reported adverse patient effects and no clinically significant delay.